Manufacturer narrative:
Initial and final MDR 1952830- MDR device 3 of 3. Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced leakage of tubing at site. The issue occurred with three similar types of infusion sets. No further information was available.